Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established.

Event description:
It was reported an incident with propofol in surgical intensive care unit. The device was in anesthesia mode and when unplugged, the clinician selected to stay in anesthesia mode (selected yes). The device remained unplugged and in anesthesia when the event occurred. In anesthesia mode the nurse was able to bolus a large amount of propofol, and the patient decompensated. The clinician also reported a feedback in changing the color of anesthesia screen to yellow in order to distinguish between regular and anesthesia modes. This was reported to bd representatives during site visit. There was unknown patient harm.

Event description:
It was reported an incident with propofol in surgical intensive care unit. The device was in anesthesia mode and when unplugged, the clinician selected to stay in anesthesia mode (selected yes). The device remained unplugged and in anesthesia when the event occurred. In anesthesia mode the nurse was able to bolus a large amount of propofol, and the patient decompensated. The clinician also reported a feedback in changing the color of anesthesia screen to yellow in order to distinguish between regular and anesthesia modes. This was reported to bd representatives during site visit. There was unknown patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.